Event description:
The hcp reported the patient underwent implantation of a synchromed pump and catheter in 2002 for intrathecal infusion of baclofen for intractable spasticity. The patient became unresponsive after implant. Narcan was given to counteract morphine that was given for pain. Physostigmine was given to reverse effects of baclofen. The hcp refilled the pump with non-compounded baclofen and changed dose, as well as concentration. A volume discrepancy of approximately 3 cc was noted. A follow up report will be sent when additional information is recieved.